Event description:
Additional information received noting that the cellulitis over the patient's left collarbone was related to external factors and not the vns. The patient was referred to their pcp for antibiotics and at the 2 week f/u the cellulitis was resolved.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81, device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was referred to urgent care for possible cellulitis over their left collarbone in the lead area. The generator site looks normal. Device history records were reviewed for the suspect lead. The device was confirmed to be sterilized prior to distribution, and no unresolved nonconformance's were found prior to distribution. No other relevant information has been received to date.